Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
The reported complaint is confirmed as an internal bold leak. Visual examination, subsequent to disassembly of the dialyzer, identified a short fiber at 180 degrees with the dialysate port at zero degrees on the non-cavity ID end which measured approximately 3.0 cm in length. Further examination of the extracted fiber bundle identified a looped fiber at 180 degrees both ends of the fiber were noted to be potted within the non-cavity ID end pu. The looped fiber measured approximately 10.0 cm in length. An investigation of the device manufacturing records was also conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.